Event description:
The reporter contacted animas on (B)(6) 2013 reporting that all of the button have been hard to push and unresponsive. The reporter stated that this started a few months ago and getting worse. The reporter denied any damage to keypad and no moisture exposure to the pump. The reporter denied damage to the audio bolus button. The reporter denied trauma to the pump other than normal wear and tear. The reporter stated that the ump had fallen on the floor before due to loose clip. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 04/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.